Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to asystole of thirty seconds with loss of consciousness and ventricular fibrillation (vf). The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to asystole of thirty seconds with loss of consciousness and ventricular fibrillation (vf). The procedure was completed successfully. No additional adverse patient effects were reported.